Event description:
The cardiologist attempted arteriotomy closure with a tachstar xl 6 fr pvs device. On needle deployment no needles presented. Under fluoroscopy it was noted that the needles had deflected outside the barrel. Needle back down was unsuccessful. The barrel was cut away to try to access the needles, but the needles could not be retrieved. The patient was sent to surgery for device removal and surgical repair of the arteriotomy. The cardiologist had not been aware that the patient had a previous arteriofemoral bypass with a dacron graft. Review of manufacturing records for this lot showed no manufacturing or design defects. Inspection of the returned device revealed clamp marks on the suture lumens and evidence of suture floss of the needle guide core consistent with continued deployment following suture stall. Constriction of the suture tubes would have hampered suture movement and deflected the needles from their intended track. Needle deflection was further encouraged by the presence of the dacron patch. Further attempts at needle deployment after the suture stall caused the suture to floss in the needle guide. The flossing would have further hampered suture movement and may have prevented a successful needle back down. Therefore, evidence points to a combination of user error and patient condition as the root cause for this occurrence.